Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a follow up. It was noted that the patient's right ventricular lead exhibited noise. The noise could not be reproduced but inhibition of pacing was noted. The lead was capped and replaced on (B)(6) 2018. No further information was available.